Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, neither the atrial nor the ventricular lead could be fully inserted into the atrial channel. Reportedly, the physician could not visually identify anything in the atrial that could be blocking the lead. Proper connection of the ventricular lead in the ventricular channel was possible. Another kora pacemaker was subsequently connected to the same lead without difficulty and implanted, instead.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, neither the atrial nor the ventricular lead could be fully inserted into the atrial channel. Reportedly, the physician could not visually identify anything in the atrial that could be blocking the lead. Proper connection of the ventricular lead in the ventricular channel was possible. Another kora pacemaker was subsequently connected to the same lead without difficulty and implanted, instead.